Manufacturer narrative:
The information was submitted to the FDA by another entity, due to the nature of the information received, it was not possible to obtain details about the serial number, initial reporter, implant date and further details of the event. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that were potentially oversensed. No adverse patient effects were reported. This rv lead remains in service.